Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the probe could not come out of the ratchet handle. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. The rep indicated that the navlock probe was difficult to detach from the ratchet straight handle. There was no delay in procedure or change in patient outcome as a result of the issue.

Manufacturer narrative:
The ratcheting handle was returned to the manufacturer for analysis. The handle was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.